Event description:
Additional event infromation from the medtronic representative shows the cardioplegia circuit luer adapter broke off at the tubing connection stem just prior to cross clamp with initial patient blood leak reported. The circuit was changed-out during bypass and the case completed with no patient complication reported.